Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose 452 mg/dl. Customer did not troubleshoot their high blood glucose reading. Customer also reported failed battery and blank display. Insulin pump will be returning for analysis. The customer was not using auto mode feature during the serious injury.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies noted during testing.